Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred.   The 90% target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00x16mm synergy¿ drug-eluting stent was advanced but had difficulties in crossing the lesion. When the device was removed outside the patient, it was noted that the stent was lifted up. The procedure was completed with a 2.50x20 synergy¿ stent. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts on row 1 and 2 on the distal end of stent were lifted and deformed. The undamaged proximal section of the crimped stent od(outer diameter) was measured and was within the maximum crimped stent profile measurement. Stent damage was most likely due to withdrawal attempts. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.00x16mm synergy¿ drug-eluting stent was advanced but had difficulties in crossing the lesion. When the device was removed outside the patient, it was noted that the stent was lifted up. The procedure was completed with a 2.50x20 synergy¿ stent. No patient complications were reported and the patients' status was good.